Event description:
The pt developed a severe infection in 2003. Their breast implants were removed in emergency surgery the following day. Both prostheses were discarded. The pt went into respiratory failure. Pt was transferred to ICU, where pt had a tracheostomy. Pt has been in ICU since surgery date. Neither the pt's family nor the hosp are claiming that the implants caused the infection.